Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they just replaced the manifold in an arctic sun device and had flow when a stem was attached, but without a stem they had no flow. Per follow up information received via task on 10apr2026, biomed confirmed they meant shunt, not stem. After receiving and installing the new manifold, the biomed encountered a new flow issue unrelated to the pressure problem that originally prompted the manifold replacement. Where there was 0 pressure without the shunt, but pressure was normal with one attached. This observation might be useful for company to consider, either including a related note with future manifold shipments or adding it to the manual in a later release. Specifically, not aware that the stem screw, the flathead screw on the left side of the manifold, requires adjustment in order for flow to be visible when the system was not running that is the device was turned on but nothing was connected except the tubing. Could not find related info in the service manual.